Manufacturer narrative:
Gbo complaint no: (B)(4). We have no further inventory of the material/batch. We have no further complaints on the material/batch. A review of quality, production, maintenance records revealed no deviations. No samples were received for the evaluation. The complaint can not be determined.

Event description:
Customer states the separator is partially spun.